Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited sudden rise in pacing threshold to high values. The lead was turned off, but it was later programmed on and adjusted to a new vector. The patient, subsequently, experienced extracardiac stimulation with jumping/kicking to their left chest when laying on the right side. Reprogramming was performed again. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.